Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. According to the device production records, the device performed as intended.

Event description:
It was reported the patient experienced saturation drops on their device. In turn, the device did not alarm as intended. Reportedly the issue reoccurred. Later, the patient was taken to the hospital.